Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined the cause of smoke emitted from the instrument was due to a burnt 24 volt power supply. The cse replaced the power supply and f16 fuse. The cse pumped out bio-waste as it had reached the overflow sensor during vacuum shut down. The 24 volt power supply is (B)(4) certified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument observed smoke being emitted from the instrument. The operator disconnected the instrument from the uninterruptible power supply (ups) and wall connection. The customer contacted the fire department. The fire department verified there was no fire, electrical or gaseous hazards and cleared the laboratory for use. Some operators experienced minor headaches due to smoke inhalation. Medical treatment was not required. There were no reports of adverse health consequences due to the smoke emitted from the instrument.